Event description:
Surgeon was using the kimberly clark polypectomy snare to remove a mass in the sigmoid colon. After removing part of the mass, there was no current going through to the snare to cauterize the tissue. A new snare and a cautery cord was gotten and it worked to limit the procedure.